Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a lifted pad on a transformer component of the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. The board was scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.